Event description:
Advanced bionics received (B) (4) voluntary report (B) (4) on (B) (4) 2009 to indicate that the user facility used the back-up device during cochlear implant surgery due to a reported hardware connection problem experienced with the initial device. The user facility was able to use the back-up device successfully.

Manufacturer narrative:
Per advanced bionics' procedures this incident is not considered a reportable event as the device in question was never implanted in the patient and the user facility used the option to implant the back-up device. This report is being submitted in response to (B) (4) voluntary report (B) (4). Visual inspection of the device revealed a slightly kinked electrode array and a cut in the electrode silastic. X-ray inspection revealed a broken wire in the fantail region. Both are believed to have occurred during the insertion process. System lock was verified. Some electrical tests performed were out of range due to the broken wire in the electrode. The device passed some of the electrical tests performed. This is the final report.